Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to the patient experiencing undesired stimulation with device use. The patient was reimplanted with a new cochlear device during the same surgery.